Manufacturer narrative:
Clinical code: 2493 -ischemic heart disease: also called as coronary artery disease (pre-existing condition). 1908- high blood pressure/ hypertension (pre-existing condition). 1905- hyperglycemia: also known as diabetes (unknown type/if controlled -pre-existing condition). 4843- endoleaks- new type 1b endoleak was noted. 4440- thrombosis/thrombus- on (B)(6)2018 imaging was preformed, in the perigraft lumen thrombosis has been noted, there was thrombosis of the false lumen. Impact code: 4648- insufficient information: additional information was requested on 04 sep 24 regarding any intervention performed to resolve the endoleak type 1b, if the type 1 associated with any other device event - migration, integrity failure etc, if any other endoleak observed in 2020 and 2023 scans, update on the patient outcome any surgical intervention required to control the unresolved endoleak. 4635- unexpected deterioration: the event itself remained unresolved. Medical device problem: 2993: adverse event without identified device or use problem: the scan review, additional information received and the batch review confirms the thoraflex hybrid device was performing as intended, with a suitable proximal anastomosis, collar attachment, branch patency and distal sealing. There is no clear type 1b endoleak observed which could be confirmed/ demonstrated. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - tend analysis: 4-year review was performed which gave an occurrence rate of (B)(4), no negative trend was identified requiring action at this time. 4111 - communication/interviews- additional information was received on 29 oct 24, the scan reviews confirmed the thoraflex hybrid device is performing as intended, with a suitable proximal anastomosis, collar attachment, branch patency and distal sealing. There is no clear type 1b endoleak demonstrated. It was also confirmed there was no observed error in geometry of thoraflex hybrid with the patient's measures before the surgery nor there was any insufficient sealing which could have caused the device to leak. 4117 - device not accessible for testing- the site confirmed the device remains implanted. 3331- analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4112- analysis of information provided by user/third party- on (B)(6) 2024, the scan reviews confirmed the thoraflex hybrid device is performing as intended, with a suitable proximal anastomosis, collar attachment, branch patency and distal sealing. There is no clear type 1b endoleak demonstrated. Investigation findings: 213: no device problem found- not device related. Investigation conclusion: 67- no problem detected- no causal link between the reported event and device deficiency could be demonstrated, not device related.

Event description:
Event reported as part of thor study (B)(6). Patient was implanted with a thoraflex hybrid on (B)(6) 2018 for chronic dissection elective surgery. No modifications were made to device and the collar attachment was distal to lenticulostriate artery (lsa) zone 3. On (B)(6) 2018 imaging was preformed, the perigraft lumen thrombosis has been noted, there was thrombosis of the false lumen. On (B)(6) 2019, a 1-year imaging visit thrombosis of the perigraft was noted again at the proximal lumen and a new type 1b endoleak was noted and has been highlighted as possibly related to main body device, procedure & pre-existing condition, no intervention was noted and the event remained unresolved. In 2020, a 2-year imaging visit the endoleak was noted again as residual. In 2023, a 5-year imaging visit the endoleak was noted again and partial thrombosis of the perigraft lumen. The intake information documents the reason for this adverse event report is due to the type 1b endoleak first noted on 15 aug 2019 patient outcome: the event remained unresolved. This report is being submitted as a final for mfg report number 9612515-2024-00070 to provide event closure information for tag0038.

Manufacturer narrative:
Clinical code: 2493 -ischemic heart disease: also known as coronary artery disease. 1908- high blood pressure/ hypertension. 1905- hyperglycemia: also known as diabetes (unknown type/if controlled). Impact code: 4648- insufficient information: additional information was requested on 04 sep 2024 regarding any intervention performed to resolve the endoleak type 1b, if the type 1 associated with any other device event - migration, integrity failure etc, if any other endoleak observed in 2020 and 2023 scans, update on the patient outcome any surgical intervention required to control the unresolved endoleak. Medical device problem: 4074: endoleaks: a new type 1b endoleak was noted. Component code: 4755 - part/component/sub-assembly term not applicable- type of investigation: 4110 - trend analysis: 4-year review was performed which gave an occurrence rate of (B)(4), no negative trend was identified requiring action at this time. 4111 - communication/interviews- additional information was received on 05 sep 2024. 4117 - device not accessible for testing- the site confirmed the device remains implanted. 3331- analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Event reported as part of thor study (B)(6). Patient was implanted with a thoraflex hybrid on (B)(6) 2018 for chronic dissection elective surgery. No modifications were made to device and the collar attachment was distal to lenticulostriate artery (lsa) zone 3. On (B)(6) 2018 imaging was preformed, the perigraft lumen thrombosis has been noted, there was thrombosis of the false lumen. On (B)(6) 2019, a 1-year imaging visit thrombosis of the perigraft was noted again at the proximal lumen and a new type 1b endoleak was noted and has been highlighted as possibly related to main body device, procedure & pre-existing condition, no intervention was noted and the event remained unresolved. In 2020, a 2-year imaging visit the endoleak was noted again as residual. In 2023, a 5-year imaging visit the endoleak was noted again and partial thrombosis of the perigraft lumen. The intake infomation documents the reason for this adverse event report is due to the type 1b endoleak first noted on (B)(6) 2019 patient outcome: the event remained unresolved.